Manufacturer narrative:
Additional information: eight (8) devices were received for evaluation out of pouch/prime. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The devices were functionally tested by manually attaching each to an alcohol swabbed in-house one-link device. No disconnections were observed. All (8) samples passed iso gauging and were securely attached to the one-link following the label instructions. The devices performed according to product specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets experienced connection issues. The customer experienced multiple issues with the clearlink system continu-flo solution sets becoming disconnected for the patient¿s intravascular (IV) ports on single IV catheters, PICC (peripherally inserted central catheter) lines, and central lines. These issues were experienced during unknown process steps during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.